Event description:
Boston scientific crm received information that this patient was seen at a follow up appointment 8 moths ago and the battery status at that time indicated 1.5 years remaining. The most recent visit the battery status indicated less than 6 months remaining. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this patient was seen at a follow up appointment 8 moths ago and the battery status at that time indicated 1.5 years remaining. The most recent visit the battery status indicated less than 6 months remaining. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.